Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. ¿ anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ stress marks observed.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.